Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl with concentration 500 mcg/ml, at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a pump alarm was heard yesterday and telemetry was not yet performed. They suspect the alarm was a low reservoir alarm because the patient did not get their scheduled refill on (B)(6) 2018, because the physician was not available. The hcp was requesting a manufacturer representative to come out and interrogate the pump to confirm the alarm. The patient experienced increased anxiety. No further patient complications have been reported as a result of this event.